Manufacturer narrative:
(B)(4). Date sent: 6/2/2023. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis results found that the cdh25b device arrived with no apparent damage, with all staples protruding present. The anvil was missing and the breakaway washer was not present, indicating that the device had not been fired. However, marks were observed on the safety. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. However, one staple was noted missing after firing, the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. In addition, a crack was noted on the shroud near of the indicator. The event reported was confirmed and it is related to improper use of the device. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 5/12/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the device was used on dst anastomose in rectum resection. The staple was slightly protruded. There was no change in procedure. The patient is stable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, it was too stiff to be fired. The anvil in the question was used as is, and another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.